Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a lancet blade breaking off with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to a lancet blade breaking off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retention samples as well as the customer photos, the customer¿s indicated failure mode for a lancet blade breaking off with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that breakage occurred with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, "material no: 366593. Batch w4f38g1. It was reported a piece of the lancet broke off in the finger, no other actions or med interventions needed. Piece of lancet broke off on finger , requesting replacements (B)(6), 366593 ¿ w4f38g1 no other actions or med intervet."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that breakage occurred with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter, "material no: 366593, batch w4f38g1. It was reported a piece of the lancet broke off in the finger, no other actions or med interventions needed. Piece of lancet broke off on finger , requesting replacements apr 3rd, 366593 ¿ w4f38g1 no other actions or med intervention".